Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected pacing impedances > 3000 ohms on the right atrial lead. These impedances had been around 499 ohms. This patient has had several atrial tachycardia responses. There was reported capture at 2.2v. The left ventricular (lv) lead was turned off as there was reported farfield lv oversensing unrelated to the right atrial lead issue. No adverse patient effects were reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was locked out and the jaw would no longer open at about the fifth firing. The device was eventually released when the trigger was grasped several times. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Anti-backup failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.